Event description:
Boston scientific received information that the patient had twiddler's syndrome. As a result, the right ventricular (rv) lead had low impedance measurement and had no sensing. A lead dislodgement was confirmed through x-ray. The patient had new rv lead implanted. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. The returned lead showed twist that is consistent with twiddler syndrome however electrical issue could not be confirmed through testing. The allegation of twiddler's syndrome was confirmed upon analysis.